Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument test well image in question, which appeared to be consistent with the instrument interpretation, as visually positive. The rois of the plate in question were not misaligned. The event log showed no errors during testing. An immucor field service engineer (fse) visited the customer site on (B)(6) 2018, to assess the testing instrument in question and determined that the active wash was not performing well because the wash pump was not working as expected. The fse subsequently replaced this pump, and the active wash was then subsequently performing as expected.

Event description:
On (B)(6) 2018, a (B)(6) customer site reported an fya blood type mistype event ((B)(6)), which was tested on a galileo neo.